Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received. Per additional information received, the patient has experienced difficulty voiding, periurethral scarring, recurrent urinary incontinence, and recurrent anterior prolapse requiring urethral lysis, anterior repair with graft and sacrospinous fixation with sling procedure. Associated MDR: 1018233-2013-00623, 00620, and 00622.

Manufacturer narrative:
(B)(4), brand name: pelvicol acellular collagen matrix, (B)(6).